Event description:
Journal article received: systematic effects of surgical treatment of hip fractures: gliding screw-plating vs intramedullary nailing; verettas da, ifantidis p, chatzipapas cn, drosos gi, xarchas kc, chloropoulou p, kazakos ki, trypsianis g, ververidis a; injury 2010 mar; 41(3):279-84; reported: patients mean age 81.03, 15 male, 45 female were treated for intertrochanteric fracture. Of 60 participants in the study who received dynamic hip screw (dhs) treatment, 51 had one or more unspecified concomitant disease. This report is for one patient who died during surgery of myocardial infarction while being treated with an unknown dhs plate. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of death is unknown. Date of event: (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Manufacturer narrative:
Corrected data: no suspected association between death and the use of the product. Correction to outcomes attributed to adverse event from death to other serious. Type of reportable event was corrected from death to serious injury.